Event description:
Info received indicates while performing preventive maintenance, the hi/low function lowered unintentionally.

Manufacturer narrative:
The technician replaced the weigh frame junction pcb to repair the bed.